Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zkb00, was implanted, the surgeon saw a large scratch through the optics and on the side of the lens. The lens was cut in half and removed without any capsule tear, vitrectomy, or other surgical interventions. There were no complications and the patient is doing well. Another zkb00 was used as a replacement lens. The surgical technician who loaded the lens stated that she didn't scratch the lens during loading. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.